Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached after fourteen days or less of wear and the customer was unable to obtain readings or monitor glucose levels. As a result, customer experienced "tremor", "difficulty breathing", and was unable to self-treat, requiring contact with emergency services (es). Upon arrival, an es healthcare professional (hcp) provided third-party treatment of "glucose infusion" (dose unspecified) prior to transporting customer to the hospital. At the hospital, a hcp provided additional third-party treatment of "sweet drink" for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.